Event description:
Per operative report: this valve was explanted due to pannus and "small valve size". At explant, the pt was found to have " tunnel aortic stenosis with pannus on either side of the valve". It was replaced with sjm 21ahpj-505.a "significant" amount of debridement was necessary to place the new valve. Although it was " relatively easy" to place, the valve compressed the right coronary ostia and necessitated right coronary bypass.